Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer's wife is calling on behalf of the customer. The customer's expected fasting blood glucose test result range is 160mg/dl to 180 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer is currently taking medication to manage diabetes. The customer's a1c test in january produced result of 6.4. The customer provided that they have not had any recent changes to diet. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 249 mg/dl and 256 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 04/28/2018 and open vial date is month of (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Adverse event not reported.